Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eleven years post initial tka, patient had a revision to exchange for a new 12mm insert. Device images received confirmed prosthesis wear. Range of motion (rom) and stability was good. Patient last known to be in stable condition. No furthered information available. X-rays/photos received.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3) the revision reported may have been the result of malpositioning of the implants; in particular, the overall posterior slope of the tibial insert and tibial tray, which allowed for excessive contact overtime, especially medially, leading to wear of the polyethylene insert. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Investigation has been re-opened up receipt of additional information 31-mar-2023. D10. Concomitants: (B)(6), 200-02-32 - three peg patella 32mm. (B)(6), 200-04-22 - cemented finned tib. Tra sz 2f/2t. (B)(6), 201-46-10 - holding pin headless 3" (4 pk). (B)(6), 230-03-02 - optetrak asy,cr cemented femoral, sz 2. D10 and h4 have been corrected to reflect additional information received.

Manufacturer narrative:
The investigation does not require update, the information provided by the legal department did not provide new product or event information there is no other information available. Correction h4- 09-jun-2008.